Event description:
Broviac central line tubing cracked after flushing the line with 10 ml of normal saline. Line unable to draw back blood when checking for blood return during continuous chemotherapy infusion. Nurse attempted rapid flush with 10 ml of normal saline without complication and broviac line cracked while flushing. Chemotherapy stopped, central line clamped.